Event description:
During a routine maintenace visit, datex-ohmeda service representative noted the vaporizer interlock system was not working properly. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.